Event description:
The caller reported he placed the tracheostomy tube in his daughter's trachea and discovered that it leaked right away. The pt was re-intubated.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.